Event description:
While the surgeon was using the stryker maestro drill, the surgical tech noticed that there was a hissing sound when the surgeon took his foot off the drill. Shortly after the tech questioned the unusual noise, there was a sound like an explosion which came from the drill tubing. The drill was immediately disconnected from the nitrogen powered foot pedal. A large tear was noted in both the blue and white protective coatings of the drill. This spot was approximately two feet from the foot pedal connection. The registered nurse in the room checked to make sure the nitrogen power was set correctly for this drill. Inlet pressure was 150 and outlet pressure was 100 (this is below the maximum level recommended for this instrument). Operating room nurse sent to emergency department with complaints of hearing loss after extreme noise caused by rupture.